Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. Detailed analysis confirmed that the inner conductor coil showed no fractures. Helix mechanism could not be tested due to a stretched and bent helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The helix difficulty allegation was confirmed based on the observation of a deformed helix, bent and stretched-out.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds, perforation on heart wall & muscle/pocket stimulation. A new rv lead was implanted. While extracting old lead, the screw would not retract. The patient was hospitalized. No additional adverse patient effects were reported. This rv lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. Detailed analysis confirmed that the inner conductor coil showed no fractures. Helix mechanism could not be tested due to a stretched and bent helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The helix difficulty allegation was confirmed based on the observation of a deformed helix, bent and stretched-out.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds, perforation on heart wall & muscle/pocket stimulation. A new rv lead was implanted. While extracting old lead, the screw would not retract. The patient was hospitalized. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
The b2 field: outcomes attrib to adv event was updated. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. Detailed analysis confirmed that the inner conductor coil showed no fractures. Helix mechanism could not be tested due to a stretched and bent helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The helix difficulty allegation was confirmed based on the observation of a deformed helix, bent and stretched-out.

Manufacturer narrative:
(B)(4). The product has been received for analysis. If upon the completion of the device analysis any pertinent information is provided, a supplemental report will be created.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds, perforation on heart wall & muscle/pocket stimulation. A new rv lead was implanted. While extracting old lead, the screw would not retract. The patient was hospitalized. No additional adverse patient effects were reported. This rv lead was returned for analysis.